Event description:
A power source alert was reported by the customer, indicating issues with the charging of their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting with different adapters and cables, the issue was not resolved, so technical support decided to replace the pump. The customer was instructed on the return process and agreed to use a backup insulin pump to ensure uninterrupted insulin delivery while awaiting the replacement.